Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the biopsy needle did not fitting properly in the coaxial introducer. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Resistance appears to occur when the echogenic bumps on the biopsy needle reach the coaxial hub. These laser marks can occasionally cause slight protrusions, which may interfere with smooth insertion and contribute to the resistance experienced. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are taken as warranted. Trend data will be used to monitor complaints and the performance of production processes and quickly address any deviations from established standards.